Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing ¿call your doctor¿ icon and a 006 error message. The patient was getting the 006 error message and lost stimulation for 20 minutes. The patient was able to clear the 006 error message.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, lot# n483098, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).